Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the joint between the connector component and the tube on the side to be connected to the circuit were partially separated. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.